Event description:
It was reported that the patient was not getting stimulation in the correct areas. Both of the leads were replaced. Additional information requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 97791, lot# n371183, implanted: (B)(6) 2013. Product type: accessory: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).